Event description:
It was reported that a pericardial effusion occurred. A left atrial appendage (laa) closure procedure was being performed. The patient had a trivial baseline effusion. A watchman access system (was) was used to advance a watchman laa closure device & delivery system (wds). The closure device was deployed and released. After release, the watchman system was removed from the patient and a pericardial effusion to the right atrium was noted via echocardiogram. A pericardiocentesis was immediately performed to successfully resolve the pericardial effusion. Due to its location, the effusion was likely caused during the transseptal puncture with a non-bsc device. Patient is stable and was discharged home.